Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture, capsular contracture "type ii", and "hardening of both breasts, sharp pains in both breasts, numbness in bottom half of both breasts, loss of nipple sensation in both breasts, sensitive incision scars, uneven breasts / changes in breast shape, depression, anxiety / panic attacks, migraines, headaches, thrush, uti's, frequent urination, reflux, ibs, neck and back pain, muscle pain / cramping, inflammation, chronic fatigue, insomnia, difficulty breathing / short breath, difficulty concentrating, allergies / hay fever, choking feeling, brain fog / confusion, dizziness, rapid weight gain, hair loss / dry hair, body odor, hot sweats / heat intolerance, low libido, chest discomfort, ear ringing, body numbness, sensitivity to sound, light sensitivity / vision disturbance, weeping eyes / eye discharge, recurring tonsils infections, recurring fevers / colds, food intolerance / gastro, rashes and dry skin, dermatitis" for right side. The device has been explanted. The events of ibs, reflux, neck & back pain, muscle pain/cramping, insomnia, difficulty breathing/shortness of breath, allergies/hayfever, choking feeling, brain fog/confusion, dizziness, rapid weight gain, hair loss/dry hair, body odour, hot sweats /heat intolerance, low libido, ear ringing, body numbness, sensitivity to sound, light sensitivity/vision disturbance, weeping eyes/eye discharge, recurring tonsil infections, recurring fevers/colds, food intolerance gastro, rashes and dry skin, depression, migraines, and headaches are not related to the device.